Event description:
It was reported that the insulin pump emitted a constant tone. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and a watchdog anomaly due to a faulty capacitor on the mother board.